Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer reset the pump before contacting technical support, and the malfunction code did not recur after the reset. Consequently, the customer was advised by technical support to continue using the pump.